Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode exhibited noise and t-wave oversensing immediately after implant. One day post implant, the electrode continued to exhibit t-wave oversensing and resulted in delivery of inappropriate shock therapy. The primary sensing vector was reprogrammed, however, did not resolve the oversensing. The patient was discharged from the hospital and the plan was to make further programming changes on a future date. After discharge, continued t-wave oversensing occurred and resulted in delivery of several inappropriate shocks during patient activity. A revision procedure was performed one month post implant. The electrode was successfully repositioned and no further t-wave oversensing was observed. No additional adverse patient effects were reported. This product remains implanted and in service.